Event description:
During lumbar laminectomy surgery, surgeon began using drill. Hose "exploded" after approx 2 seconds use. Small cloud of "dust, smoke" - whitish hue - over sterile field for short period of time. (Drill had been prepared in proper fashion and tested away from wound before being handed to surgeon.) Defective piece removed from area, wound irrigated, surgery proceeded. Surgon to keep pt on i.v. Antibiotics two days post-op instead of one. Used with anspach foot pedal and nitrogen tank set to 140 psi.